Manufacturer narrative:
An internal investigation found that the issue is likely related to the customer running on the (B)(4) operating system. (B)(4) was sent to the customer on 6/07/2016. This will enable the customer to upgrade their current software. However, the site has indicated that they do not plan on upgrading until july 2016.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that unexpected lines appeared in the top corner of a patient's waveform and went diagonally across to the bottom following the ao mean. Information obtained from the customer revealed that the patient's numbers and data were accurate; however, the lines appeared in full disclosure. With merge hemo displaying unexpected lines while capturing and recording physiological data, there is a potential for a delay or an incorrect treatment that may result in harm to the patient. However, the customer reported that the procedure was completed successfully, there was no delay, and no patient harm occurred. (B)(4).